Event description:
No error messages that may have been observed because of the failure. The procedure was a normal duration and the condition of the patient is fine at this time. The reported problem did not affected the diagnostic or therapeutic outcome of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, for information obtained through follow up (dl23457174-8). Additional information received: the cleaning process was completed properly. When the scope was returned after being fixed from this event, the cleaning brushes were getting hung up inside the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, d10, h1, h6. This report was submitted by the importer under the importer's report number 2429304-2023-00347.

Event description:
It was additionally reported that the black piece had fallen into the patients colon. It was very small, soft and flexible to touch; it was successfully removed with a biopsy forceps. No additional intervention was required. There was no impact to the outcome of the procedure. The patient was reported to be "fine.".

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope during the procedure, they pushed the snare through the scope and a black piece fell out. There was no delay. The procedure was completed using the same device as the event occurred towards the end of the intended therapeutic procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a foreign material exiting from the channel (including auxiliary water channel). The users claim was confirmed. The borescope found a black thing in the channel, and also found the insertion tube was peeling between the 20 and 30 mark. Additionally, the production label needs replacement. The plastic distal end insulation value was below standard value. The insulation of the insertion tbe was below standard value. There was a cut at the switch button 1. The angulation in the up/down, left/ right was out of specification. The control play was loose in the up/down, right/left knob. There were deep dents found in the plastic distal end cover. The objective lens had scratches at the surface. The light guide lens had a crack. The light guide tube had a buckle. The scope connector had a deep dent found at the plug unit and gold pins. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.